Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: neu_recharger_acc, serial# unknown, product type: recharger. (B)(4).

Event description:
Information was received from a consumer via a manufacturer representative. The patient called the representative and reported problems recharging. The event occurred on (B)(6) 2015. When the patient started to recharge, the recharger screen stayed blank and emit a "low intermittent beep". The charger was changed, and it charged the stimulator to 75%. However, it stopped again and was doing the same thing. The rechargers were fully charged and gave a blank screen when activated. The manufacturer representative had the "old" recharger and it appeared to work fine when tried on a different neurostimulator. Information was requested regarding the interrogation of the clinician programmer. The representative was not sure about interrogation with the clinician programmer, as he had not seen the patient. But, it was noted it could be controlled with the patient programmer. The patient met with the representative on (B)(6) 2015 regarding the charger which had been malfunctioning. Per the representative, both rechargers were tried and worked fine for the time the representative was with the patient "before (B)(6)". The stimulator communicated fine with both the clinician programmer and both rechargers. There were no signs of any problems with the system. Since then, the charger malfunctioned again. The patient charged the battery on (B)(6) 2015 after the appointment and monitored closely. The charge reached 75% internally and at this point the screen flashed the "re-position antenna" screen, despite the fact the patient had not moved. The screen began to flash this message repeatedly but suddenly synchronized with the battery again and continued to charge. The last 25% took over 5 hours despite a strong signal with the device. This occurred with the second replacement device. On (B)(6) 2015, the patient attempted to charge the battery with the second replacement device. However, when the charge reached 75% internally, the "re-position antenna" screen displayed, flashed this message several times, and gave out a very long continuous beep (around 10 seconds). The intermittent beeping returned and the device was unusable. The patient dropped into the pain clinic on (B)(6) 2015 with a charging unit that again had failed. This was when the internal stimulator battery reached 75%. The patient left this charging unit at the clinic so it could be looked at. Since then, on (B)(6) 2015, the second charging unit the patient had failed again too but this occurred at 50% internal stimulator charge. The patient was now sitting at 25% and had the settings low in order to extend the battery life. The charging unit was continuing to beep and was unusable. The consumer was using extra pain medication (which was helping) but it wasn't a permanent solution. On the morning of (B)(6) 2016, the stimulator battery ran out and the charging unit was still beeping and was unusable. The patient was using additional pain medication in the meantime. The patient could not recharge the neurostimulator, so whilst the stimulation was in the correct place, it was currently not working. Information was requested regarding the doctor, hospital, implant, explant date / return status (if applicable), model number, serial/lot number, patient information, harm/injury to the patient, and patient status after actions were taken. The model number could not be confirmed. A follow-up report will be sent should additional information be received. Please note the preceding information has been previously reported in regulatory report #3007566237-2016-00157 and has been repeated here for completeness. The healthcare professional (hcp) initially reported through a manufacturer representative the recharger was ¿faulty out of the box.¿ it was noted that after the recharger packaging was opened and the recharger was handed to the patient, the ¿recharger screen would not come on and the recharger was constantly beeping.¿ the recharger was replaced as a result of the event. The issue remained unresolved at that time. The manufacturer representative later reported that there was a complication in this issue as the same problem appeared to have occurred with the replacement recharger, so it didn't appear to be the recharger that was at fault. The event will be updated should additional information be received.

Manufacturer narrative:
(B)(4). Correction: please note the device information captured in sections has been updated at this time.

Event description:
Additional information indicated the crps (complex regional pain syndrome) type ii patient's ins was interrogated at the time of report and it was indicated their "typical coupling" was a full eight bars. Impedance testing was performed and found that unipolar electrodes 4, 5, 8, 11, and 13 had high impedances of ">10000" ohms. Additionally, it was found that 35 bipolar electrode pairs were "out-of-range" with impedances ">10000" ohms along with 19 bipolar electrode pairs with impedances between 9000 and 10000 ohms. It was noted the impedance testing was performed at 0.7 volts. The patient indicated her condition was "disruptive and had been an ongoing issue since christmas."